Event description:
Patient tripped at home and the next day their leg collapsed. The x-rays revealed a fracture through the proximal 1/3 of the stem of the implant. The patient required surgical hip replacement. This incident was reported to the manufacturer at the time; the explanted device has been submitted to depuy for their evaluation. It is unknown if this type of incident has happened in the past but the site reporter is not aware of any at this time. There were no unusual circumstances or activities surrounding this event.